Event description:
Event description guidant received information that, approximately 6.5 months post-implant, this implantable cardioverter defibrillator (ICD) has declared eri (elective replacement indicator). The battery monitoring voltage was reported to be 2.59v. It was noted that this device has not paced and the only shocks recorded in device memory were those from dft (defibrillation threshold testing). It was further reported that this patient has not been exposed to any significant sources of emi (electromagnetic interference).